Event description:
Complainant alleged that during a routine shift check by a clinician, the device's display was not legible. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not rec'd the device for eval, and this complaint is still under investigation.